Manufacturer narrative:
B3: unknown. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was a faulty air in line (ail) sensor. The ail sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump at 2.5ml/hour had an air in line alarm every 20 minutes. Patient involvement is unknown. No patient harm/adverse event was reported.